Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, patient experienced ineffective therapy and was unable to place the system into MRI mode. Diagnostics revealed high impedances on all contacts of the lead. As a result, surgical intervention may be undertaken to address the issue.